Event description:
An hp headed pin broke, and a portion of the pin was unretrievable. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code required in retrieving the device history records for reviewing was not provided. Per the initial reporting, patient x-rays are not available. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to confirm the reported event of identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.